Manufacturer narrative:
Review of lot 15958487 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: stent (enc453712/10290553); new stent (details unknown); new microcatheter (details unknown). This is 1 of 2 reports associated with (B)(6).

Manufacturer narrative:
Complaint conclusion: the stent (enc453712/10290553) could not deploy at all at the lesion during the procedure. The stent and microcatheter were removed together as a unit. A select plus 150/5 cm microcatheter (606s255x/15958487) was used. The physician changed to a new stent and microcatheter (details unknown) to complete the procedure. There were no patient adverse events associated with the event, and there was delay in the procedure. There were no damages noted on the stent or microcatheter after use. The microcatheter was not reshaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The target vessel and vessel characteristics are unknown. A non-sterile prowler select plus 150/5cm was received coiled inside of a coil dispenser. Inside of the micro-catheter an enterprise device was received. The micro-catheter was inspected and no damages were noted on it, just residues of dry blood can be observed on the device. No obvious damages were noted on the enterprise device. The ID from the micro-catheter was measured and was found within specification. The micro-catheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the micro-catheter and it advance smoothly until the micro-catheter's distal tip. After that the micro-catheter was flushed again and a lab sample enterprise device was introduced into the micro-catheter and it advance smoothly until the micro-catheter's distal tip without any difficulty. A review of lot 15958487 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported resistance within the microcatheter was not confirmed during the functional test. The difficulty to deploy the stent could not be properly evaluated since the function test could not be performed and the stent was returned deployed within the microcatheter. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time. This MDR is associated with another MDR with manufacturer report number: 1058196-2014-00218.

Event description:
The stent (enc453712/10290553) could not deploy at all at the lesion during the procedure. The stent and microcatheter were removed together as a unit. Changed to a new stent and microcatheter (details unknown) to complete the procedure. A select plus 150/5 cm (606s255x/15958487) was used. No adverse event on the patient. There was no delay in the procedure. There were no damages noted on the stent or microcatheter after use. The microcatheter was not reshaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The target vessel and vessel characteristics are unknown.